Manufacturer narrative:
On 2020-jan-16 arjo was informed about incident that took place on (B)(6) 2019 in (B)(6) facility in diespeck, germany. It was indicated that at the time of resident¿s transfer, using minstrel passive floor lift and the sling, the caregiver pulled the resident in the sling. This caused the device to tilt sideways and pinch the caregiver¿s foot. Bruise on the left foot and toe was reported as outcome. The caregiver went to an emergency room, but no medical intervention was necessary. No device fall or tipping was reported. On 2020-jan-17 arjo representative visited the customer facility to check the device. It was found to be working as per manufacturer¿s specifications. The last service was performed by arjo on 2020-jan-13, but the facility staff did not mention at that time about the investigated incident (that took place 5 months before ). Following information provided, the caregiver was attempting to position the resident over the bed by pulling the sling, instead of pushing the lift handle as presented in the device instructions for use (IFU, version mmx15030.en.m rev. 14 dated on 2017-oct): ¿when returning to a bed, make sure the lift is positioned perpendicular to the bed. To position the resident over the bed, use the lift handles, do not pull the sling. The resident suspended in sling should always remain in the centre of gravity.¿ pulling the device by the sling resulted in the lift destabilization in the direction that was pulled because the body of the patient was used as leverage. Post-market surveillance data was reviewed, searching for similar incidents: destabilization of the minstrel passive floor lift during use. Statistical analysis of these incidents shown that no trend exists. Analysis of the previous similar cases of the same nature, concerning minstrel passive floor lift, shown that all of them were related to use error of manoeuvring device by pulling the sling, not device malfunction. None of these cases of use error reported to arjo within the last 5 years have led to death or serious injury. It is worth noting that the minstrel passive floor lift was designed, produced and certified to meet the requirements of iso 10535 stability test. It has been proven that even on a tilting slope, the device does not become unstable. To sum up, a most likely root cause of this incident can be stated as use error: not following transferring procedure presented in the device instructions for use. The device was used for the patient¿s transfer at the time of the incident and played a role due to a use error - causing the device not to perform as intended. There was no technical failure of the device. During investigation it became apparent an event is solely the result of user error with no other performance issue, and there has been no device-related death or serious injury (device was not involved in death or serious injury and could not have caused or contributed to the death or serious injury). Based on the above, we concluded that the reported failure is not likely to result in an adverse outcome upon recurrence. In summary, we will continue to monitor each complaint of this nature and consider reportability to the competent authority in the future.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2020 ,arjo received a customer complaint where it was indicated that at the time of resident¿s transfer, using minstrel floor lift, the caregiver pulled the resident in the sling. This caused the device to tilt sideways and pinch the caregiver¿s foot. Bruise on the left foot and toe was reported as outcome. The caregiver went to emergency room, but no medical intervention was necessary.